Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 350 mg/dl at the time of incident. Customer stated that a clock alarm was set on the insulin pump and unable to clear the alarm. Customer also reported that the backlight will turn on when the esc and act buttons were being pressed and will not do anything else. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The insulin pump is not expected to return for analysis.